Manufacturer narrative:
Initial and final MDR (B)(4). Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number(B)(4) event occurred in the united states it was reported that the patient faced adhesive issue with two infusion sets on (B)(6) 2026 and (B)(6) 2026. The patient was doing physical activity/sweating, swimming, or bathing at the time the set fell off. The infusion set fell off during use. The infusion set was used for 12 hours. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.